Event description:
It was reported on 11 march 2025 a 23mm navitor vision valve was selected for implant for a valve-in-valve procedure with a 21mm non-abbott valve. The patient's aortic valve angle was 41 degrees. Prior to the procedure there was concern with a low left coronary height of less than 10mm as well as a large aorta diameter of 36mm. During the first deployment attempt, the valve was deployed too high. The valve was partially re-sheathed and re-positioned at a deeper depth of 6mm from the non-coronary cusp (ncc). Contrast was injected and showed the left main was patent. The valve non-uniformly expanded and was released from the delivery cable. A mild perivalvular leak was present post-implant. During post-dilation with an 18mm non-abbott balloon an ectopic beat caused the balloon to migrate to the ascending aorta, which also caused the valve to move from a depth of 6mm from the ncc to 3mm. The valve caused an obstruction of blood flow to the left coronary artery. The patient experienced st-wave changes and went into ventricular fibrillation and acute arrest. The valve was snared and moved above the sinotubular junction (stj) to allow blood flow to resume through the left coronary artery. Cardiopulmonary resuscitation (CPR) and extracorporeal membrane oxygenation (ECMO) were done to treat the acute arrest. Two external defibrillator shocks were performed to treat the ventricular fibrillation. The patient was transferred to cardiac surgery where a 21mm non-abbott tissue valve was implanted. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve migration, mild perivalvular leak and heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, causes for the reported events could not be conclusively determined. It is possible that procedural conditions, such as calcification or implant depth, contributed to the reported issues. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. The reported unexpected medical intervention was the result of case-specific circumstances, as a post-implant valvuloplasty, CPR was given and snaring of device. Codes removed: health effect-clinical code: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusi.